Event description:
The company received a report where it was claimed that a "cuff tear" was discovered during pt use. A non-routine replacement was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is currently in transit to the manufacturing plant for investigation. A summary of the investigation results will be provided in a supplemental report.